Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced skin itching at the pocket and presented. It was suspected that the patient had developed infection. The patient presented on (B)(6)2018 and the system was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: serial number, lot number, expiration date, UDI: this supplemental report is to correct the previously report to change the following fields due to the incorrect serial number being submitted in the initial report. Correction: date of explant: this field should be blank since the lead was capped and remain inactive in the patient's body. Correction: manufacture date: this supplemental report is to correct the previously submitted manufacturing date to the correct date. Correction: method code: this supplemental report is to correct the method code since the lead remains inactive in the patient's body.

Event description:
New information received on (B)(4) 2018 indicating that the right ventricular lead also exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2018. The pulse generator was explanted and replaced. The right atrial lead remained in use.